Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump alarmed twice no delivery while customer was away from home. Customer's blood glucose was 331 mg/dl at the time of incident, current is 374 mg/dl. Customer treated high blood glucose with a bolus and the insulin pump alarmed no delivery. Troubleshooting was performed for no delivery on the insulin pump, which determined the reservoir and infusion set was occluded. The reservoir is not being returned for analysis.